Manufacturer narrative:
Additional information was added: the device was manufactured from october 30, 2019 - october 31, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. Based on the functional flow rate test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. A small amount of solution remained in the device. The device was filled with fluorouracil and 0.9% sodium chloride. This issue was identified after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.